Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.50x20mm stent delivery system (sds) was returned for analysis. Sds was returned with stent protector and mandrel partially inserted. The stent protector inner diameter was measured and the result was within stent protector specification a visual and microscopic examination of the stent found proximal stent damage and distal stent damage, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and the proximal balloon cone was found to be bunched. No issues with the distal balloon cone. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion kink located 117cm distal to the distal strain relief. A corewire kink was noted at the same location 117cm distal to the distal strain relief. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on the 08oct2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 70% stenosed, 20x3.5mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and moderately calcified left main artery. Following pre-dilatation with a semi-compliant balloon, a 3.50x20mm promus element drug-eluting stent was advanced but failed to cross lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.